Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy the staple line appeared to be oozing more in comparison to the first fire. The surgeon corrected the problem by over suturing the staple line.